Event description:
Customer reported he was hospitalized due to high blood glucose of 400 mg/dl, treated with manual injections. Customer didn't have any symptoms. Customer stated the cause of the hospitalization customer had a fractured nose and high blood glucose levels. Customer stated there was no significant even leading to hospitalization only mentioned, incontinent of urine and he slipped. Customer was in the hospital for five days, they kept working on getting high blood glucose down. Customer's blood glucose was 399 mg/dl at the time of the call, declined to troubleshoot. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See medwatch report # 2032227-2014-19475.